Event description:
It was reported that tip detachment occurred. The target lesion was located in a vessel in the right arm. A 014/300/sst platinum plus guidewire was selected for use; however, the frayed tip broke off in the right brachial artery. The broken portion was not retrieved and the procedure was completed with a different device. No patient complications were reported and the patient status was normal. It was further reported via facility maude report mw5090039 that the broken tip was lodged extramural to brachial artery and so the physician decided to leave it there as it would cause more harm than good to remove the tip.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. It is possible to observe that the distal tip is bent, and the spring tip is damaged (unraveled). The outer diameter dimensions were found within specification.

Event description:
It was reported that tip detachment occurred. The target lesion was located in a vessel in the right arm. A 014/300/sst platinum plus guidewire was selected for use; however, the frayed tip broke off in the right brachial artery. The broken portion was not retrieved and the procedure was completed with a different device. No patient complications were reported and the patient status was normal. It was further reported via facility maude report mw5090039 that the broken tip was lodged extramural to brachial artery and so the physician decided to leave it there as it would cause more harm than good to remove the tip.

Event description:
It was reported that tip detachment occurred. The target lesion was located in a vessel in the right arm. A 014/300/sst platinum plus guidewire was selected for use; however, the frayed tip broke off in the right brachial artery. The broken portion was not retrieved and the procedure was completed with a different device. No patient complications were reported and the patient status was normal.